Event description:
It was initially reported by the medical examiner's offices that the pt had died, due to possible sudep. The ruling on the death was going to be determined sudep at this time. The medical examiner requested that analysis be done on the pt's device. The pt was in a group home and had a seizure at 4pm and used the magnet, which apparently took her out of the seizure. The pt then went to sleep at 6pm and was found dead a little while later. The medical examiner indicated that the autopsy did not show anything wrong with the pt. The returned pulse generator and returned lead portions were analyzed by the manufacturer. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an autopsy procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. There is no evidence to suggest an anomaly with the returned portions of the device. Clinic notes dated (B)(6) 2010, from the treating physician's office indicated that the pt was having an increase in seizures following a discontinuation of depakote due to thrombocytopenia. Last known diagnostics performed on (B)(6) 2010, were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.